Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a large hem-o-lok clip applier instrument had improper jaw engagement. The procedure was completed with a procedure delay of over 30 minutes. There was no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.63 mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip- tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.